Event description:
The reporter stated the surgeon attempted to use a micl 12.6mm implantable collamer lens. When the lens was removed from the packaging, the lens had a bite on it. A piece of the haptic was missing. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.

Manufacturer narrative:
(B) (4): eval results: other - visual inspection of the returned product found piece of haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B) (4).